Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, at approximately 8:30 pm, the patient¿s cgm displayed a glucose value of 6.5 mmol/l, while a fingerstick bg measurement was 8.2 mmol/l. The patient attempted to calibrate the cgm; however, the cgm value did not adjust following the calibration attempt. The patient, who remained asymptomatic, went to sleep around 9:30 pm. At approximately 3:30 am on 01/19/2026, the patient¿s wife found him nearly unresponsive and diaphoretic. Although the patient could hear his wife speaking, he was unable to respond. The cgm value was not checked at that moment, but a manual bg measurement showed a significant hypoglycemia of 1.8 mmol/l. The patient¿s wife administered oral sugar, and within a few minutes the patient¿s symptoms resolved and he stopped sweating. A follow-up manual bg measurement showed an increase to 8.2 mmol/l, while the cgm reading remained around 4.5 mmol/l. Another calibration attempt was made, but the cgm reading did not adjust to reflect the manual bg value. The patient and his wife did not seek medical care as the patient recovered fully after treatment. At the time of the report, the patient was in stable condition with no ongoing symptoms. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on 01/18/2026 and 01/19/2026. The data investigation found a difference in values that fall within the c zone of the parkes error grid on 01/18/2026. No additional patient or event information is available